Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 151 mg/dl. The customer was treated for high blood glucose with pump with 4 units of insulin. Customer reported that they have not contacted their health care provide regarding high blood glucose. The customer was advised that the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump need to be replaced. The customer stated she will continue to using the pump until ups can get the pump to her via fly pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.